Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Please reference regulatory report # (B)(4) for related ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with two neurostimulators. It was reported that the patient had not charged his implantable neurostimulator (ins)s for several months and they would not charge when the patient tired to charge them. The rep stated that due to this issue, both inss were overdischarged (od). The rep attempted physician recharge mode (prm) on both inss, they were able to ¿flip ¿the sensor battery, clear the power on reset (por) message. But after a few 60-minute clocks, it was determined that the ultra ins would not ¿flip over¿ to normal charge. It was then noted that the patient¿s doctor discussed possible battery replacements and a surgeon was also contemplating doing another cervical surgery instead. The issue was not resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
See related reg report# 3007566237-2018-01019. Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the rep. They reported that a physician mode reset (pmr) was attempted three times on (B)(6), 2018, which did not resolve the recharging issue. It was noted that there are not explants planned at this time. No further complications were reported or anticipated.